Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the surgeon reported that device started to fire then stopped. He was not able to remove the device. He forgot about the reverse button and manual reverse. The stapler came off the tissue by wiggling. He completed the case with another device with no adverse patient outcome.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The device was removed by wiggling it off the tissue. Was there damage to the tissue? If yes, how was the damage tissue taken care of? What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Is there any other additional information you would like to share about this device or procedure?